Event description:
It was reported that the patient's right ventricular (rv) lead exhibited post sensed t-wave over-sensing. No intervention was performed, and the patient will continue to be monitored. The patient was in stable condition.